Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found that the smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was not confirmed. A cassette not attached properly error alarm emerged during the functional tests, mu showed a nonreactive dso sensor. The dso was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed the alarm -cassette not attached- while in use on a patient. No patient injury was reported.